Event description:
Boston scientific received information that the device exhibited one extended charge time that was outside of the limit and had not declared its elective replacement indicator. The device was explanted for normal battery depletion thirteen days later and returned for analysis. No adverse patient effects were reported as a result of the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.